Event description:
It was reported that the patient presented in clinic for follow-up. Upon review, it was discovered the atrial lead exhibited high capture thresholds and a failure to sense. X-rays revealed the atrial lead had dislodged. The lead was capped and replaced on (B)(6) 2021. There were no patient consequences.